Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, urinary retention, recurrence, and dyspareunia. The patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent interstim stage 1 implant with fluoroscopy by (B)(6) on (B)(6) 2015 for urgency and frequency.

Manufacturer narrative:
Additional patient codes: (B)(4)- infection, (B)(4)- urinary problems corrected information: additional narrative: it was reported that following insertion the patient experienced infection and urinary problems. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6), at (B)(6).